Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient had developed a blister on the skin. The physician sent the patient to an infectious disease specialist and examined the skin. It appeared that the blister was deeper and down into the device pocket. The device system was explanted. The patient¿s condition was good before, during and after the surgical procedure. It was unknown what caused the blister. It was located beside the scar of where the device was. It was unknown if the pocket infection was from the blister removal.